Event description:
It was reported that, "during the tka, when the surgeon was using the monogram torque wrench broke."

Manufacturer narrative:
When completed, the eval summary will be submitted in a supplemental report.